Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose of 345 mg/dl. Customer's blood glucose at time of call was 213 mg/dl. Customer experienced nausea, headache due to high blood glucose. Customer was wearing the device during time of hospitalization. Customer had changed out the infusion sets five times. Customer reported there was leaking from the sets. Customer declined high pressure test. Customer was advised to change out the entire set, reservoir, and insulin. Customer will not be returning the device for analysis.